Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume event was identified, which occurred on date (B)(4) 2010 during cycle 17. The ultrafiltration was 3172 milliliters (ml). The programmed fill volume was 2400ml. This event meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no injury or medical intervention associated with this report and the home patient was doing well on the new homechoice device.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the device evaluation has not yet been completed. A follow-up MDR will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain and use error: tidal ultrafiltration removal set too low. A review of the device's service history was performed and no issues were identified that may have contributed to the issue. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).